Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for evaluation. Eighty one (81) unused, unopened samples, indicating the reported lot number 0061340766, were received for evaluation. A random sampling of (B)(4) sets were subjected to an air pressure (leakage) test according to specification with acceptable results. There were no leakages observed from any location on the sets during the testing time frame. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. Without the actual used sample, a thorough evaluation could not be performed at this time and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: event number 1: reports two sets leaked at the cassette assembly of the tubing during administration of chemo.